Event description:
Reporter stated the customer experienced hypoglycemic symptoms around 3:30 a.m. And would not take glucose; therefore, her husband contacted the paramedics. The following results were received on a roche meter, compared to a professional meter, within 5 minutes: 2.5 mmol/l (professional system) and approximately 15.0 mmol/l (mobile system). The customer was treated with glucose and then she ate toast and had a drink. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.